Event description:
In 2003, right - arthroscopic slap repair, capsular plication using sutures and thermal, bursectomy, pain pump placement on-q large in glenohumeral space. On approx four months later, right arthroscopic exploration, debridement of biceps stump and glenoid articular surface, open biceps tenodesis. In 2006, right shoulder degenerative joint disease, right total shoulder arthroplasty. Dose or amount: 250cc. Frequency: unk. Route: 014. Dates of use: 2003. Diagnosis or reason for use: right superior labral tear.